Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, however it had not been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the endoscope would not rotate. A backup endoscope was used, and the procedure was converted to open. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed. The reported complaint was replicated/confirmed. The endoscope was placed through friction testing. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated. A bearing was found to be contributing to the friction. Additionally, the endoscope cable integrated connector was visually inspected and found to be damaged, exhibiting corrosion on the electrical contacts and/or circuit board. Minor cuts were found to the cable insulation. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.